Event description:
The customer called to report motor error and no delivery alarms. The customer then mentioned that she felt nauseous, and felt like she was going into diabetic ketoacidosis. The customer reported a blood glucose reading of 389 mg/dl. The customer attempted to bolus, but continued to get the alarms, and later began vomiting. The paramedics were called for the customer, and she was taken to the hospital for treatment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The insulin pump passed the basic occlusion and displacement tests. Unable to confirm the excessive no delivery alarms due to the prime anomaly. The motor test passed. No motor error alarms were noted.